Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor was distorted. It was noted that all conductors had blood/body fluid (not obstructed), all insulators were breached cut, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on the helix/lobe mechanism, the steroid ring was torn and a segment was missing and it couldn't be determined when this occurred. The lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the helix mechanism "stopped working" after two unsuccessful lead placements. It was also reported that the outer insulation was punctured to introduce a guide wire into the vein. Oil was used for insertion of the stylet. The lead was removed and replaced. No patient complications have been reported as a result of this event.